Event description:
Customer called customer service to inquire why the number on the calibration bar that came with her precision xtra blood glucose meter was different than the number on her test strips. She further reported that because of this she delayed her medication and suffered symptoms of hypoglycemia. Actual symptoms were not reported, but customer stated there was no loss of consciousness. Customer self-presented to her healthcare provider who diagnosed her with hypoglycemia and treated her with "glucosado". Customer also self-treated by eating food. Customer service educated customer regarding her concerns. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a final. The complaint involved a training issue, so no product investigation will be conducted. Customer service arranged to replace customer's products.